Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, a sealing valve was detected after investigation . A laparoscopic gallbladder operation was performed using a laparoscopic trocar with a "disposable lid" with a plastic sealing valve inside was used. Postoperatively a CT was performed on the patient for a different indication, and the foreign body (a sealing valve) was seen to have which remained in situ. Therefore, the patient had to be revised. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.